Event description:
It was reported that the ilet displayed an alert 56 indicating a device restart or malfunction consistent with excessive host resets, after which the user restarted the device and the alert cleared. Symptoms included no reported adverse clinical effects. Outcomes included no impact to health and no medical intervention or hospitalization. Investigation included remote troubleshooting and user education to restart the device and guidance to replace infusion supplies if the alert recurs. Investigation of this case revealed a transient device restart behavior consistent with a malfunction characterized by excessive host resets, with no confirmed hardware component failure identified at this time. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending recurrence and further assessment. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.